Manufacturer narrative:
Product samples were rec'd and are awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported five cassettes leaking during the priming process prior to procedures. The user noted that the cassettes were cracked. The products were replaced and the user was able to continue with priming without further issues. Product samples were requested for evaluation. No add'l info is expected for this case. There was no patient involved in this event.